Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed with the naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the connection of the transfer set and the minicap. The issue was observed during use of peritoneal dialysis therapy. The transfer set was used for two months. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.